Event description:
Reporter alleged discrepant results from the blood glucose monitoring device and a valid lab comparison. Reporter stated the device wa 299 mg/dl and lab measured 126 mg/dl. Reporter indicated no treatment or action was taken as a result of the device result and that controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.